Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, during the fourth inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was good post procedure.